Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. The displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests could not be performed due to the unresponsive buttons. The insulin pump had minor scratches on the display window, cracked battery tube threads, a scratched reservoir tube window, a scratched case and a cracked reservoir tube lip. No moisture damage was noted on the electronic assembly or motor.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had an unresponsive keypad. The device got exposed to rain. The customer tried replacing the batteries which did not resolve the issue. The customer's blood glucose was 24.0 mmol/l which was treated with manual injection. Nothing further was reported.